Manufacturer narrative:
Continuation of concomitant products: product ID 977a160 lot# serial# (B)(4). Implanted: (B)(6) 2013 explanted: product type: lead. Product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6)2013 explanted: product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 07-sep-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jul-2017, UDI#: (B)(4).

Event description:
It was reported that eri began displaying. No allegation was made against the medtronic device. Pt reported that shortly after their device was implanted in (B)(6) 2013 they had a lead migrate and they had to have a revision surgery in (B)(6) 2013. Pt mentioned they've had 17 MRI's since they've had the device implanted and commented they know its MRI compatible. Pt also mentioned this is their main form of pain management and the device has worked very well for them. Pt stated if it turns off on them "they're dead" and can't walk. Pt does not currently have a managing doctor but stated their primary doctor is dr. (B)(6).